Event description:
The complaint was flagged for a potential compressor failure. To test the functionality of the pump, a final acceptance test was performed multiple times in an attempt to replicate the failure. After a total of 5 successful passing results with the final acceptance testing, a mock infusion for 1 hour was performed. During the mock infusion, no alarms were triggered and no faults presented them selves. Due to the nature of the initial complaint, the compressor will be replaced and the pump will undergo all functional testing.

Event description:
Customer reports the following: "nurse reported to biomed: programmed infusion stopped and screen alerted "service needed"." Preliminary review indicates that a tank recharge took too long, most likely due to a faulty compressor. This stopped an active infusion. Fresenius kabi is reporting due to the referenced technical issue as a conservative measure; no adverse event reported. More information is needed to complete the investigation.